Event description:
It was reported that, "swivel block assembly slightly crooked and shows alignment rod to be slightly slanted when inserted."

Manufacturer narrative:
The following other devices were also listed in this report: universal alignment handle, cat# 6541-4-806, lot czc09e, device manufacture date: 07/21/2005. Universal alignment handle, cat# 6541-4-806, lot c1k10, device manufacture date: 10/26/2006. Universal alignment handle, cat# 6541-4-806, lot czc09, device manufacture date: 7/21/2005. A supplemental report will be submitted upon completion of the investigation.